Event description:
It was reported that during a da vinci si endometriosis resection procedure the fenestrated bipolar forceps instrument cable broke at the distal end of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up and down cables were both frayed at the distal clevis hub. The frayed strands stuck out at the wrist 0.099 in length. Failure analysis also observed that the one grip close cable was frayed at the distal idler pulley. The pulley displayed no damage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.